Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was stated that the customer felt very ill and was vomiting. The customer did not change the infusion set to treat the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.